Event description:
The consumer reported that her implantable neurostimulator (ins) blew up and needed to be replaced during her last hip revision. There was another hip revision planned for (B)(6) 2016 which is unrelated to the device. The event date was estimated as the issue occurred in 2010. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.